Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
The surgeon reported that a patient who had been implanted with a t2 nail was revised because the surgeon felt the distal fragment wasn¿t well aligned. The surgeon removed the screws backed the nail out, past the fracture site repositioned the fragment pushed the nail back down and replaced the screws. The surgeon wasn¿t revising any implants.